Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, while performing 200 joule self test the device displayed error message code "error 45" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.